Event description:
A surgeon reports that the trailing haptic of an intraocular lens (iol) became stuck in the cartridge of the iol delivery system and tore. The incision was enlarged to facilitate removal and replacement of the iol; sutures were placed to close the wound. The pt's outcome was good.